Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report repeated no delivery alarms and high blood glucose. The customer also stated she was hospitalized for high glucose and ketones. The blood glucose reading was 526 mg/dl. The customer stated she had been suffering from numerous infections, stress and other medical conditions. Troubleshooting was performed and the insulin pump was programmed correctly. No delivery alarms were confirmed in the alarm history.